Event description:
Reported failure code 570. It is not known if the failure occurred while infusing on a pt. The facility rep stated that no pt injury was reported on this pump since the last baxter service event.